Manufacturer narrative:
Tandem's t:slim user guide states, "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose level of 238 mg/dl. During troubleshooting with tandem technical support, it was determined that the customer disconnects the luer lock connection instead of disconnecting from the site.